Event description:
Customer reported that she had high blood glucose of 207 mg/dl because her sensor was giving incorrect readings. Customer stated that the sensor was predicting low blood glucose of 50 mg/dl which was not the case. Nothing further was reported.

Manufacturer narrative:
Inspected one open/used enlite sensor, performed the bicarbonate buffer test per specifications. Sensor failed due to high readings.